Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained via the right radial artery. The first target lesion was located in the diagonal artery. The second target lesion was located in the left anterior descending (lad) artery. A 6f non-bsc guide catheter was engaged in the left main. A non-bsc guide wire crossed the distal diagonal artery and a 185cm light support, j-tip pt²¿ guide wire crossed the distal lad. The diagonal lesion was pre-dilated with a 2.0x20mm balloon catheter and result was good without stenting. The lad was stented with a 3.0x38mm non-bsc stent taken up to 15 atmospheres. Post dilatation was performed with a 3.25x15mm nc balloon catheter at 28 atmospheres. However, upon removal of the guide wire, the tip of the wire broke off at the distal end of the non-bsc stent. To remove the broken tip, several snaring attempts were made but failed. The broken tip was pushed more distally to the septal. The broken tip of the wire was crushed against the vessel wall with a 2.75x32mm promus element plus stent and the procedure was completed. No further patient complications were reported and the patient¿s status was stable.